Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a healthcare professional (hcp) meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of "felt ill, severe low blood sugar episode, difficulty chewing, swallowing, holding a drink." The customer was unable to self-treat and a non-healthcare professional (non-hcp) provided glucose tabs, soda and insulin (type/dose unspecified) for treatment. The customer had contact with an hcp who performed a glucose reading of 112 mg/dl on an hcp meter compared to the adc device readings of 70 mg/dl. There was no report of death or permanent impairment associated with this event.